Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle leaked fluid during use. The following information was provided by the initial reporter, translated from chinese: "mixed drug, leaking fluid".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and batch number 2107217. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation by our quality engineer team. However, the retained samples did not display any signs of leakage.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle leaked fluid during use. The following information was provided by the initial reporter, translated from chinese: "mixed drug, leaking fluid".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.